Event description:
The patient was to receive the scs system on (B)(6) 2011. It was reported neuromuscular monitoring was performed during the procedure. The physician observed a change in electrical conduction near the patient's left leg after inserting the lead. The lead was removed and the conduction returned to normal. The physician reinserted the lead resulting in the electrical conduction changing once again. The physician elected to abort the procedure. The lead will not be returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.